Manufacturer narrative:
The customer reset the power supply. The customer cancelled the service call.

Event description:
The customer reported that the entrak 2500 system would not boot up. No patient injury was reported.